Manufacturer narrative:
(B)(4). The date of the event was reported to be the weekend of (B)(6). Lot number was reported to be either 15b10h12 or 15c27h12. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection shield popped open as it was being unscrewed after therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Functional testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.